Event description:
It was reported that this ambicor penile prosthesis (app) exhibited inflation issues since only one cylinders inflated. A revision surgery was performed, upon examination it was found that one of the cylinders had migrated and was ripped. The app was explanted and replaced with a malleable device. No patient complications were reported.